Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm and low battery alert. The customer's blood glucose reading was unknown. The customer stated that the batteries ran out quickly. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin pump will be returned for analysis.